Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) (specific value was not provided). Customer required assistance to address low bg, additionally, it was reported that the low bg continuous glucose monitor (cgm) alert did not audibly announce. In addition, it was reported that the "pump would not bolus" which resulted in an elevated bg (specific value was not provided). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.